Event description:
It was reported that during a lap gastric bypass procedure, the device delivered malformed and unformed staples during the first transection of the jejunum with a white reload. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/25/2008. Information is unavailable; device was not returned for evaluation.